Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and elevated sensing integrity counter (sic). It was questioned if the lead was fractured. Review of device memory indicated that the device may not have been programmed optimally. Reprogramming was performed and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.